Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm and squirting out the insulin. The customer stated that troubleshooting was performed and user said that the pump was not bumped or dropped, and she did not press the piston while connected to the pump. The customer¿s blood glucose level was 105 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose or flushed drive support disk. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to compromised force sensor system alarm. However, device passed rewind test and displacement test.